Event description:
The reporter stated that there was a leak at the distal stopcock of the tubing resulting in blood spraying out of the stopcock. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
Samples have been received; however, smiths has not yet completed its investigation into this issue. A follow up MDR will be submitted when the investigation has been completed.